Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump lost or gained time. The loss was more than 9 minutes within 30 days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with the correct time and date and monitored for several weeks; the time and date functioned properly and no time loss or gain anomaly noted. The insulin pump had cracked battery tube threads and minor scratched display window.